Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex therapy (lot number 10i4g40) intraperitoneally (ip) during continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent and abdominal pain. The patient did not require hospitalization. On (B)(6) 2010 the patient received teicoplanin 6 mg/kg/72 hours ip and ceftazidime 1 gram ip. On an unreported date, extraneal viaflex therapy was discontinued. At the time of this report, the event was reported as ongoing and improved. The physician considered the event of sterile peritonitis to be moderate in severity, and considered this event related to extraneal viaflex therapy.